Event description:
In 2002, bekman & coulter inc. Hotline received a report of a non-reproducible elevated accutni pt result . Heparin plasma sample was run in the morning and provided a result of 0.63 ng/ml. Repeat result provided a value of 0.67. 0.63 ng/ml was reported to the physician. Sample was repeated on another access instrument and gave a result of 0.03 ng/ml. A corrected report was sent to physician. Pt's previous daily results had been 0.02 to 0.04 ng/ml. The lab uses heparin plasma tubes without gel barriers. The lab has a policy of re-centrifuging elevated cardiac sample prior to repeat testing. Customer could not verify if this took place prior to the repeat testing on the first instrument.